Manufacturer narrative:
The customer replaced the power management, the device powered up but caused thermal damage to the da cable, da pcb and air flow sensor. The customer replaced the thermal damaged parts and the issue resolved.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device vent inop with no display. Patient involvement is unknown.